Event description:
A report was received that the patient will undergo an explant procedure of the ipg due to frequently charging.

Event description:
A report was received that the patient will undergo an explant procedure of the ipg due to frequently charging.

Manufacturer narrative:
Additional information was received that the ipg revision was cancelled and no further course of action will be taken at this time.